Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 218 mg/dl and the sensor glucose reading was 48 mg/dl that triggered the insulin pump to suspend insulin delivery. Troubleshooting was performed. The sensor was not returned for analysis.